Event description:
It was reproted to tyco healthcare/kendall that a customer had a problem with the 25x58 magellan safety needle. The customer reports the needle separated from the hub and remained in the leg of a 4 month old, they were able to remove the needle without incident.

Manufacturer narrative:
An investigation is underway. Upon completion of the investigation, the results will be forwarded.